Event description:
Report status: serious injury/medical intervention. Report rationale: balloon rupture with a dissection requiring medical intervention. Device issue: balloon rupture. It was reported that the balloon burst at 14 atm and a dissection was observed. The stent was implanted successfully. Another vision (3.5 x 15 mm) was implanted to cover the dissection. No patient effects were reported. No additional event or patient information available.

Manufacturer narrative:
Quality assurance analysis of the stent delivery system (sds) was returned with blood visible in the hub, in the guide wire lumen and blood and contrast visible in the inflation lumen and in the balloon. The stent implant was not returned. The balloon had been inflated and had blood and contrast visible in the balloon when received. There was a kink in the shaft 10 cm proximal to the proximal seal. There was no other damage noted to the sds. A new indeflator filled with water was used to pressurize the sds to rated burst pressure when a pinhole was found in the distal shoulder of the balloon. There were no scratches visible on the balloon. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the balloon of a 3.50 x 12 mm rx vision stent delivery system (sds) ruptured at 14 atm and a dissection was observed (rbp=16 atm). Reportedly, another rx vision 3.5 x 15 mm sds was utilized to treat the dissection. The analysis of the returned sds without the stent implant, but with blood visible in the hub, balloon, inflation and guide wire lumen confirmed the reported balloon rupture. Functional analysis of the sds indicated the presence of a pinhole at the distal shoulder of the balloon with no scratches visible on the balloon. The presence of a pinhole was confirmed by scanning electronic microscope (sem) analysis, which concluded that the failure mechanism was a mechanical damage to the outer diameter surface. Factors that can affect a balloon rupture below the rated burst pressure (rbp) include, but are not limited to, mechanical damage from stent, mechanical damage from interaction with another device or anatomy, or stent crimped too low. In this instance, it appears that the device was prepared successfully for use, which suggests that the pinhole may not have been present prior to use. The damage to the balloon may also have occurred during the advancement of the sds to the target lesion, or the damage may have been caused by interaction with other devices or the stent implant. Ultimately, the root cause was not determined; however, there is no indication of a quality issue. The reported patient effect of intimal dissection is a known adverse event of coronary stenting. Factors that can affect intimal dissection include, but are not limited to, lesion morphology, mechanical damage from stent, balloon rupture or stent size selection. In this instance, the balloon rupture may have caused/contributed to this patient effect as reported. Ultimately, the root cause is unknown. There was a kink in the shaft proximal to the proximal seal that was noted during analysis. This was not reported in the incident and may have occurred during use of the device or during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported balloon rupture. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.